Event description:
It was reported that following a battery and pocket adaptor replacement (see MFR. Rep. # 3007566237-2013-00041), impedance measurements were not normal. It was noted that monopolar readings were high higher than bipolar readings and there were low impedances on (B)(6). The hcp was aware to not program the patient on those contacts to avoid early eri, and it was noted that if therapy was not satisfying for the patient, the lead would have to be replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).